Event description:
It was reported that the patient's system controller face was was discolored. The patient did not recall damage to the system controller or any alarms. Oxidation was noted on the exposed modular cable. The log files were reviewed and found only routine events. It was noted that the system controller's lcd screen looked compromised on the picture that was sent in for review. It was suggested that the system controller be exchanged. The system controller and modular cable was exchanged and the patient tolerated it well.

Manufacturer narrative:
Section d4 - this reflects all information known about the device. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) having discoloration to its face was confirmed through the provided photo. The controller appeared to be in worn condition; some small cosmetic damages to the housing and user interface membrane were noted. The controller¿s liquid crystal display (lcd) was also observed to be discolored. The discoloration of the lcd screen appeared to be consistent with fluid ingress within the controller¿s housing. The parameters on the screen still appeared to be visible despite the observed discoloration. A log file was also submitted for review, which contained information spanning from 09sep2024 to 11sep2024, per timestamp. No atypical alarms were observed, and the pump maintained within the expected speed range without issue. Available information indicated that the system controller and modular cable were both exchanged. Multiple attempts were made to inquire about if the exchanged products would return to abbott, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records showed that the system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.